Event description:
It was reported by the customer that the intra-aortic balloon (iab) was prepped per instruction. After removing the iab from the tray, the md and the staff noticed that the tip of the iab was not wrapped tightly. The md has been inserting iab's for over 12 years and is used to the way our iab's are wrapped; very tightly void of any ridge at the tip. This particular iab was not constricted at the tip and therefore was not used. Reference medwatch 1219856-2008-00569 for the second event involving the same pt.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the iab, hemostasis sheath, super arrow-flex (saf) sheath with side arm 7 spring wire guide (swg) were returned for eval. Blood was noted on exterior surfaces of bladder, saf sheath, in side arm & on bifurcation. Saf sheath with side arm was on the bladder approximately 1.4 cm from distal tip of iab. Bladder was bunched up between the distal tip and sheath. The .025" swg was fed thru both ends of the central lumen & passed with no resistance encountered. The one-way valve was tested with a vacuum gauge & passed all tests. A vacuum was pulled on iab & it was held. Iab was submerged & pressurized in water & passed. No leaks were observed in iab or bladder. Bladder thickness & sheath were measured & both were within specification. A vacuum was applied to the iab & the bladder was moisturized. Iab was inserted through sheath & then removed from sheath with ease. A device history record (DHR) review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Unable to confirm reported complaint. Iab & one-way valve passed all functional testing. One-way valve & iab, when connected together, were able to maintain a vacuum. Maintaining vacuum prevents iab from unwrapping when removed from tray. A CAPA has been initiated to address this issue.